Manufacturer narrative:
The reported event of stretched helix was confirmed. As received, a leadless pacemaker was returned for analysis. A device history record (DHR) review was performed and all required manufacturing processes and inspection steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. Visual inspection noted the helix elongation is consistent with procedural damages. No other anomalies were identified.

Event description:
It was reported that the patient presented during leadless pacemaker implant procedure. During procedure, it was noted that the helix of the leadless pacemaker was stretched. The reported leadless pacemaker was not implanted and an alternative leadless pacemaker was implanted on (B)(6) 2023. The patient was in stable condition.